Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported [ER visit/hospitalization] and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod dash insulin management system ¿ user guide, model: 18320, 18296-eng-aw rev b 06/18. Changing your pod chapter 3 / page 37: warnings: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes chapter 13 / page 171: infusion site checks at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: leakage or scent of insulin, which may indicate the cannula has dislodged, signs of infection, such as pain, swelling, redness, discharge, or heat.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). Patient's blood glucose (bg) values were 598 mg/dl. Patient had was also diagnosed with influenza 4. Patient was given cefdinir of 300 mg or 500 mg, mother was not sure. Patient was vomiting. Patient was given fluids to help. The pod was discarded. No further information was provided.